Manufacturer narrative:
Correction: the therapy capacitor was replaced. This complaint is a continuation of tw-legacy complaint (B)(4).

Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ indicating a faulty therapy capacitor. The device was not in clinical use at the time the issue was discovered, and there were no reported patient impacts or injuries. The complaint was escalated for technical investigation, and the results indicated a need for the replacement of the faulty therapy capacitor due to its inability to function properly. Subsequently, the therapy capacitor was replaced. This complaint is a continuation of tw-legacy complaint (B)(4). Based on the information available and the testing conducted, the cause of the reported problem was a faulty therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after the therapy capacitor was replaced. The investigation concludes that no further action is required at this time.